Event description:
Boston scientific received information that after the implant procedure cardiac tamponade was noted. The physician drained the fluid with a syringe and no further complication were reported. There were no additional procedures to mitigate this issue and the lead remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.